Event description:
It was reported that the patient sustained unspecified injuries following the use of rhbmp-2/acs in an unspecified spinal fusion surgery. No additional information was reported.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient underwent a posterior cervical fusion with c5 to c6 and the removal of anterior cervical plate. Reportedly, rhbmp-2/acs was used in this surgery. The patient later returned home, but her pain and difficulties did not subside. Patient now suffers from severe injuries and damages including chronic pain syndrome, neck pain, herniated bulging discs, bulging discs, obstruction of airway, and narcotic dependence from prescribed painkillers.